Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. It was reported that a CT scan revealed that the bifurcated stent graft ipsilateral limb was occluded at the native bifurcation area within the bifurcated stent graft. The physician elected to reline the stent graft with two stent grafts and successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion), lack of information (cause of occlusion is unknown). Conclusion: lack of information (cause of occlusion is unknown).